Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("I was bloated"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ bloated for few days. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("I was bloated"). The patient was treated with surgery (essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media ¿ bloated for few days. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received-new event medical device removal were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.